Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018; 6719 adaptor, implanted: (B)(6) 2019; 5867-3m adaptor, implanted: (B)(6) 2019; 5867-3m adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had alerted due to the right ventricular (rv) lead exhibiting high defib impedance. The impedance alert limit was increased, and the lead remains in use. No patient complications have been reported as a result of this event.